Event description:
Pulmonary artery catheter was measured by writer at 50cm internally upon morning assessment prior to performing a thermodilution cardiac output measurement. It was previously recorded at 49cm per night shift nurse and 45cm by the day shift nurse on [redacted]. The catheter was noted to be locked appropriately but the catheter was moving freely. Writer looked back to original insertion by the cardiac cath lab and it was inserted at 65cm internally. Cardiology team was notified immediately and a cxr [chest x-ray] was ordered. When the cardiology team was at bedside, they decided that the pa [pulmonary artery] catheter was no longer needed, and they wrote order to d/c [discontinue] pa catheter.